Event description:
It was reported that the patient received an invitation to the hospital for removal of the lead because there were new symptoms. It was noted the patient had a feeling of electrical shocks on the neck and a disappearance of movement control. It was further reported that the patient was afraid of explanting the rest of the lead.

Manufacturer narrative:
(B)(4).